Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the handle experienced a procedural/device-related issue where the reload would not stop rotating inside the patient before stomach firing. The device was replaced with a new setup of powered handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functionally, the handle was inserted into a rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.4 software. The handle had 92 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. The handle was able to be fired without issue on the a1 fixture. A reload was attached to the device and was able to clamped and articulated without issue. The issue was resolved by abnormal rotational movements. Engineering performed an analysis of the system data which indicated that during a clinical use, the rotation keys was activated and released multiple times leading to several rotation movements. The condition was not replicated in the rpa lab during functional testing. The back handle housing was removed and the hardware was investigated. There was no visible signs of damage to the rotation switches or bracket. The condition of the uncontrolled rotation movements was likely due to inadvertent button press. It was reported that there was uncontrolled rotation. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged hou sing and screen burn-in. Visual inspection noted that the rear handle housing was damaged. The product analysis noted evidence that the device was not used as intended. The housing damage can occur due to rough handling, such as the device being dropped. Sections of the oled can become burnt in if the handle is showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)), unknown egia su, unknown endo gia sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the sig power sigphandle handle experienced a procedural/device-related issue where the reload would not stop rotating inside the patient before stomach firing. The device was replaced with a new setup of powered handle. No patient complications have been reported as a result of this event.